Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 64001, lot# n480376, implanted: (B)(6) 2014, product type: adapter. Product ID: 3387-40, lot# l80715, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387-40, lot# l78573, implanted: (B)(6) 2000, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) on the right side seemed to be sticking out about 1/8 of an inch more in the past month prior to the date of this report. The patient thought the right ins looked like the bottom of the battery had expanded out about ¼ an inch and looked like it was 1/8 inch wider; it looked like it was l shaped. It was mentioned that the left ins laid flat. The patient was charging more than expected. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.